Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in intraoral region #8, it was verified its loss of osseointegration. 40 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii).